Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(6) 2022, this patient underwent an endovascular treatment for acute limb ischemia (from common iliac artery to popliteal artery) using gore® viabahn® endoprostheses and a non-gore bare-metal stent. The non-gore stent was firstly placed in the common iliac artery and then, two gore® viabahn® devices were placed in the superficial femoral artery, resulting in restored blood flow. At that time, the patient developed cardiac arrest. Reperfusion injury was suspected. Percutaneous cardiopulmonary support was initiated. Thereafter, the patient died by (B)(6) 2022. The reporting physician commented as follows: the event was not due to deficiency of the viabahn® devices.